Event description:
Consumer reported product caused vaginal burning and vaginal pain after use and caused first and second-degree burns and scarring. Consumer stated symptoms are abating but she is still uncomfortable as she has been treating reactions for 11 months and they have not gone away. Consumer states she used product in (B)(6) 2005. Immediately experienced vaginal burning and pain. Removed product and burning increased. Contacted hcp. Consumer states patches of pubic hair are also falling out. Advised consumer to discontinue use and contact hcp as needed. Contacted consumer to obtain additional information regarding alleged reaction. Consumer stated she applied the product once for the use of intercourse due to pain.

Manufacturer narrative:
Since no product was returned, a retain sample was tested and conformed to the product specification. The retain batch record were reviewed and no defects were noted.